Manufacturer narrative:
The device was not returned to numed (B)(4), inc., so the complaint could not be confirmed. A review of the device history records was performed and no issues were noted. There are not other complaints associated with this catheter lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. This device was being used for an off-label use. The approved indication is pumonary valvuloplasty. This device was being used to dilate a pulmonary conduit, with a stent in place. There is a specific warning in the instructions for use that states: caution: the catheter is not intended for use with stents. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same balloon diameter, but different catalog number and lot number, as the complaint catheter and used the same balloon material lot number as the complaint catheter. The baloon was immersed in a body temperature bath and inflated until it burst. The catheter did not burst until 5.5 atm, which is well above the labeled rated burst pressure of 3.0 atm.

Event description:
Longitudinal rupture of the balloon at 1 bar. The broken balloon could be completely removed. The procedure was completed with atlas gold balloon. No consequences for the patient.